Event description:
It was reported that the patient experienced nighttime lows while using the ilet and routinely treated hypoglycemia with a full can of fast-acting soda, leading to rebound highs around 280; education was provided on proper hypoglycemia treatment amounts, and the issue was attributed to an improper or incorrect method of treatment rather than a device malfunction, with no applicable device component implicated. Symptoms included hypoglycemia and hyperglycemia, with the patient not perceiving symptoms. Outcomes included the need for unexpected medication intervention in the form of fast-acting carbohydrate intake. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for treating low glucose, with no specific device part involved. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.